Event description:
It was reported that the patient presented in clinic for follow up. Upon interrogation it was noted that the right ventricular (rv) lead was oversensing noise due to an insulation breach. The rv lead was explanted and replaced. The patient was in stable condition.